Manufacturer narrative:
Should additional information become available a supplemental record will be filed. User¿s manual review 1148112 rev. F (page 5) intended use - the invacare portable oxygen concentrator is to be used by patients with respiratory disorders who require supplemental oxygen. The device is not intended to sustain or support life. Danger! - risk of injury or death - this product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Warning! - risk of injury or damage - use of this product outside of the intended use and product parameters has not been tested and may lead to product damage, loss of product function, or personal injury. (Page 14) warning! - risk of injury - it is important to plan ahead for travel and other situations in which you may not have access to additional oxygen or power supplies.

Event description:
Facility worker called from (B)(6) stating a patient came in complaining of not getting enough o2 from the xpo2 unit. The unit is shutting off at 3lpm and getting a 3/4 error code. She is traveling and has a stationary concentrator to use when she is back home. She does not have backup tanks. No further information was provided. Update from consumer affairs on 04/20/2016: end user was given oxygen at the medical center since she felt she wasn't getting enough oxygen from the portable unit. No further information provided.